Event description:
The surgeon at the hospital reported that he wanted to implant a tritanium cup, but there was something wrong with the package. The outer package and sealing was alright, but when they saw the inner package, the plastic was broken and there was also a piece of plastic missing. Another device was used for the surgery.

Event description:
The surgeon at the hospital reported that he wanted to implant a tritanium cup, but there was something wrong with the package. The outer package and sealing was alright, but when they saw the inner package, the plastic was broken and there was also a piece of plastic missing. Another device was used for the surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The inner blister remains fully sealed with catastrophic damage to the base and walls of the blister. The outer blister is opened and the tyvek was not returned, however, the blister is in good condition with exception of one stress mark on the wall. The outer carton shows no severe damage, just one indentation mark down the center of the base of the carton. It is hard to envisage how the catastrophic damage to the inner blister occurred as there is limited damage to the outer blister, and no significant damage to the carton. The damage noted to the carton may indicate that the damaged inner blister was a result of a force applied through the top of the blisters. The thickness of the inner blister base was inspected and found to conform to specification. The exact root cause of the event cannot be determined, however, there is no indication of a manufacturing or design issue. It is a possibility that the event is related to adverse handling conditions in the field. No further investigation for this event is possible at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.